Event description:
Hip revision surgery was performed on 1/27/94 for replacement of the pt's acetabular component and the insert liner. The findings at surgery showed severe polyethylene synovitis and arthrofibrosis. The femoral component was grossly loose to rotary manual tortion. The acetabular component showed severe polyethylene wear of the 32 mm liner. There was a large at least 3 x 3 cm defect in the medial wall in relation to the centering hole of the acetabular component which extended through the medial wall of the acetabulum. An attorney has requested copies of the pt's medical record and is apparently pursuing legal action against MFR in a class action lawsuit.